Event description:
The following was reported to gore: on (B)(6), 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The plc231200j and the plc231000j were used for this procedure, but it was unknown which one was implanted in the right limb. On unknown date in 2022, a follow-up CT revealed distal end of the right leg was moved proximally. No reintervention was performed at that time because there was no endoleak. On (B)(6), 2023, a CT observed a retroperitoneal hematoma. The physician diagnosed an aneurysm rupture occurred but it was not observed an obvious endoleak. The distal of the right leg moved more proximally compared to the CT which was taken in 2022. An emergency evar was performed at another hospital. The right internal iliac artery was embolized as planned, then two contralateral leg endoprostheses were implanted to extend the initial right leg to the right external iliac artery. The patient tolerated the procedure. The physician stated that a reintervention should have been performed in 2022 when the migration of the right leg was observed. He also said that there was no obvious endoleak by CT but he diagnosed the aneurysm rupture because the retroperitoneal hematoma was confirmed.

Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention, include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature, bleeding, hematoma. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional devices will be identified in this report: ¿ device name: gore® excluder® aaa endoprosthesis. ¿ lot # 22107004. ¿ catalog # plc231200j. ¿ UDI # (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.